Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to exhibit premature battery depletion (pbd). In addition, it exhibited longevity calculations from four years to one and a half years remaining in a span of five months. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to exhibit premature battery depletion (pbd). In addition, it exhibited longevity calculations from four years to one and a half years remaining in a span of five months. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to exhibit premature battery depletion (pbd). In addition, it exhibited longevity calculations from four years to one and a half years remaining in a span of five months. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.